Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Confirmed pump alarmed low battery alert on 10/10/2024 20:57:00.000 in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, cracked battery tube threads, cracked keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required test and no device problem found. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, change sensor/bad sensor. The customer reported blood glucose value of 32 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884l, unomedical, mmt-7040a, mmt-342. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-342.